Event description:
It was reported that the customer had been using the magic 3 12 fr catheter (ref 51612) for a couple of years. Upon opening a recently received box, the first catheter removed appeared significantly shorter than usual, and the handle was also much smaller compared to previous products. A second catheter from the same box was opened and found to be the same. The product appeared drastically different from all previously received catheters. Clarification was requested to determine whether a defective box was received or if the product design had been changed. The lot is jukr9153.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.